Event description:
It was reported that during an unknown procedure, the reload could not fire during the procedure. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Damaged one piece sled. An ecr60d cartridge reload was received for analysis. The cartridge was received unfired. Additionally the one piece sled was found to be broken in the area that interacts with the knife, making the reload non-functional. While no conclusion could be reached as to how the one piece sled became damaged, it should be noted that as part of our quality process, 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.